Event description:
It was reported that an asymptomatic pt returned for a routine filter removal. The filter arm detached during the filter removal attempt and the arm migrated to the left pulmonary artery. The filter was successfully removed. No attempt was made to remove the filter arm. The dr is not concerned with the limb and believes that the recovery removal attempt have been contributed to the detachment.

Manufacturer narrative:
The device history record was not reviewed, as the lot number was unknown. Neither the sample or the films were returned for review or eval. Limited pt or implant info was known, as the filter was implanted at a distant facility. The definitive root cause is unknown.